Manufacturer narrative:
The field service engineer (fse) performed checks and found an ise channel to have errors. The fse readjusted the vacuum tube as it was squeezed when the cover was closed. The fse ran calibration and qc checks. All tests met acceptability criteria. No further issues were reported after the fse visit.

Event description:
There was a complaint of questionable ise sodium results for 2 patients tested with a cobas 8000 ise module. The questionable results were not reported outside the laboratory. Patient (B)(6) initial result was 91.9 mmol/l; the repeat was 138.3 mmol/l. Patient (B)(6) initial result was 142.3 mmol/l; the repeat was 133.2 mmol/l. The lot number and expiration date for the sodium electrode used was requested, but not provided.